Event description:
It was reported patient presented to the ER for inappropriate shock due to lead dislodgement and oversensing. The lead was explanted and replaced. Patient remained stable throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.